Event description:
Blood sugar meter continuously reads low. When compared to other meters this meter is constantly reading about 60 points lower currently it's telling me my blood sugar is less than. I have tried multiple strips from different packages, and they all read less than 20.